Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision. During the revision, the physician replaced the ipg as the patient was having to charge the ipg daily. The pocket was relocated and two new lead extensions were implanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all visual, electrical and performance tests performed. The complaint regarding the frequent charging of the ipg was confirmed. The patient's profile indicated premature battery depletion. The ipg battery was examined as it exhibits high impedance, and found to be faulty due to broken positive weld tab.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision. During the revision, the physician replaced the ipg as the patient was having to charge the ipg daily. The pocket was relocated and two new lead extensions were implanted. The patient was reportedly doing well following the procedure.